Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.

Manufacturer narrative:
Formatted history file analysis has confirmed pump error 53 due to software error also; the insulin pump alarmed pump error 63 during self-test and confirmed in pump history due to cold solder joint at the keypad assembly. However, the insulin pump was received with operating currents within specifications. The insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.